Event description:
In 2003 the fire department responded to patient in cardiac arrest, who had been down at least 10 minutes. CPR was started and defibrillation pad were attached and the hs911 prompted "attach electrodes". The pads were removed and reapplied twice before this message cleared. The hs911 began to charge but aborted the first charge, then was able to recharge and deliver one 200j shock to the patient. After this shock the hs911 did not find a shockable rhythm again. An als team arrived and took over care and they also found a non-shockable rhythm present. The patient was pronounced at the scene.